Manufacturer narrative:
Additional information was received on 7/1/2019: patient date of birth was identified as (B)(6) 1981. Patient age at the time of event was identified as 38 years old. The procedure was identified as breast augmentation primary. Patient race was identified as hispanic. The baker grade of the capsular contracture was identified as baker grade IV. The date of implantation was identified as (B)(6) 2011. It was reported that the patient also experienced device rupture. The rupture was discovered during explantation on (B)(6) 2019. The date the capsular contracture initially occurred is still unknown. The device was identified as a mentor memorygel breast implant 375cc, catalog number 3503754bc, serial number (B)(4), lot number 6451286. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracuture baker grade IV manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 7/16/2019, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: during evaluation of the device it was observed to be ruptured. Shell abrasion was found in the edges of the tear. No other anomalies were discovered. Shell abrasion suggesting in-vivo folding or creasing of the device. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. It is possible the rupture was caused by the stress occasioned to the shell by the capsular contracture. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified procedure with an unspecified mentor gel breast implant and experienced capsular contracture baker grade unknown. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.